Event description:
Info received indicates the bed scale is alarming due to fluid leaking from the hi/low motor onto the junction of the analog and scale board.

Manufacturer narrative:
The tech found the seal failed on the hi/low motor. The tech replaced the analog scale cable and hi/low motor to repair the bed.